Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged from the hospital. Later that day the patient returned to the hospital experiencing nausea, abdominal pain and had a rash. It was discovered that the patient had a pericardial effusion and a ruptured appendix. The physician performed a pericardiocentesis and drained around 300cc of fluid. The patient was then taken to surgery to undergo an appendectomy. The patient left the next morning against medical advice and before any further follow up could be performed.